Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the device was removed on (B)(6)2010, noting the lead was also removed. When the stimulator was put in, it was too close to the patient¿s waist line. It worked good and helped the patient, but their clothes and belt kept interfering with it. The patient asked their healthcare professional (hcp) if they could move it down. The patient stated it was moved down, but they never got good results after that. It finally came through their skin and they didn¿t know what caused it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that the ins came out from the patient's skin and is no longer implanted. It was never implanted back in the patient. This was the only information provided, so follow up will be conducted to obtain additional information. No further complications were reported or anticipated.